Event description:
The affiliate reported the customer alleged erroneously low thyroglobulin antibodies (tgab) result, for one patient, involving unicel dxi 800 access immunoassay system. Results generated from unicel dxi 800 access immunoassay system were within the normal reference range of the assay. Subsequent testing on an alternate methodology produced a higher result, above the normal reference interval. The erroneous result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The cause of the event is unknown. This medwatch report is related to MDR 2122870-2012-00804.